Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include: virtuoso vr d 164,secura vr d 234, protecta vr d 364 or xt dr 354. The median age of the study patients was 6.1 years. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: value of regular defibrillation threshold testing after extracardiac implantable cardioverter defibrillator placement in small children during mid-term follow-up.jacc: clinical electrophysiology. 2018; 4(7):936-943. 10.1016/j.jacep.2018.03.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The purpose of the study was to analyze defibrillation threshold (dft) parameters as related to patient growth. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports periodic dft testing showed an increase in joules during follow up that correlated with the patient's increased body length. In four patients surgical intervention requiring device replacement was required due to the dft increase. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information from the corresponding author indicated there is no correlation between the increasing dft and the manufacturer's device. The author noted with the patients' growth, there was more space between the lead and the heart. No additional information was obtained. No further patient complications have been reported as a result of this event.